Event description:
It was reported that about eight days after a device change-out procedure, the right ventricular lead seemed to be fractured. High pacing impedance - which triggered a lead warning - and high threshold were observed, where as both were within normal limits prior to the change-out. Detections were programmed off and isometrics did not produce noise on the lead, so the patient was fitted with a "life vest", the device programmed off, and a lead revision was scheduled. During the lead revision procedure, the physician noted that the set screw had not been tighten during the change-out and when the lead was re-seated and the set screw tightened, the impedance and threshold were again within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).